Event description:
Procedure performed: laparoscopic appendectomy I am emailing you regarding the retrieval system by inzii. Lot #1336815, p/n (B)(4). We need to report product failure report submitted. The complaint is the bag had a tear down the middle when opened and there was no harm to patient or employee. It was reported in the or on (B)(6) 2019 at [hospital]. [Value analysis director], wanted me to report this incident to you. Please let us know if you require any other info. Additional information received via email [administrative secretary] on (B)(6) 2019: the procedure was a laparoscopic appendectomy. No other devices were used during this procedure. The surgeon was [doctor], surgicalist. The bag was broken when the endocatch was unraveled inside the patient. Not sure at what point it broke. A new bag was opened to obtain the specimen. The incision was not enlarged for the specimen. Bag broke before placing specimen inside. Patient status: no patient injury. Type of intervention: a new bag was opened to obtain the specimen.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: laparoscopic appendectomy. I am emailing you regarding the retrieval system by inzii. Lot #1336815, p/n cd001. We need to report product failure report submitted. The complaint is the bag had a tear down the middle when opened and there was no harm to patient or employee. It was reported in the operating room on (B)(6) 2019 at [hospital]. [Value analysis director], wanted me to report this incident to you. Please let us know if you require any other info. Additional information received via email [administrative secretary] on (B)(6) 2019: the procedure was a laparoscopic appendectomy. No other devices were used during this procedure. The surgeon was [doctor], surgicalist. The bag was broken when the endocatch was unraveled inside the patient. Not sure at what point it broke. A new bag was opened to obtain the specimen. The incision was not enlarged for the specimen. Bag broke before placing specimen inside. Patient status: no patient injury. Type of intervention: a new bag was opened to obtain the specimen.